Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device qg2abr and no non conformances / manufacturing irregularities related to the malfunction were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: how many sutures detached from the needle during use on the patient? Did any sutures detach from the needle prior to use on the patient? If yes, how many? 6 sutures detached from the needle during the case. They only detached after using them during the procedure. Note: events reported in 2210968-2021-00452, 2210968-2021-01177, 2210968-2021-01179, 2210968-2021-01180, 2210968-2021-01181 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a mastopexy on (B)(6) 2020 and suture was used. During the procedure, the suture popped off the needle. Another like device was used. There were no adverse patient consequences reported. No additional information was provided.